Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the left anterior descending artery. The 16mm x 2.25mm ion stent was then advanced to the lesion. However, the stent partially came off of the stent delivery system (sds) balloon. The unspecified guide catheter with the unspecified guide wire and the sds were removed from the body. The procedure was not completed due to this event and the patient was sent for coronary artery bypass graft. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).